Event description:
On (B)(6) 2025, the user reported that since the evening of (B)(6) 2025, their blood glucose (bg) had been elevated. The user changed pump supplies on the morning of (B)(6) 2025, using a steel cannula infusion site (6 mm, 23). The user¿s fingerstick at 12:56 pm measured 391 mg/dl, while the ilet (using dexcom g7) read 281 mg/dl. While on the phone with the agent, the user performed another fingerstick measuring 403 mg/dl compared to the ilet reading of 318 mg/dl. The agent had the user enter the bg to calibrate and update the sensor. At 12:50 pm pst, the user's bgs were stabilizing.

Manufacturer narrative:
Pending supplemental. No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.